Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level of 520 mg/dl. Customer administered a correction injection to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.